Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a total service visit. Valve 66, valve 67, and the luminometer assembly were replaced. The reagent probe diluters were lubricated, and precision tests were run with acceptable results. Cse was also able to confirm proper aspiration and dispensing. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three false negative hepatitis c antibodies (anti-hcv) patient results were obtained on an advia centaur xpt instrument. The initial results were not reported to the physician(s). For one sample, the same sample was repeated once on an alternate advia centaur xpt instrument. For the other samples, the same samples were repeated on the original instrument and an alternate advia centaur xpt instrument. The repeat results from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative hepatitis c antibodies (anti-hcv) patient results.